Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Unique identifier (UDI) #: (B)(4). Concomitant medical products: 904755, ziploop toggleloc, lot # p05287. Report source: event occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 01527.

Event description:
It was reported that approximately 2.5 years post implantation, the patient underwent a revision procedure of the acl due to unknown reasons, signs, or symptoms. During the revision, it was noted that the patient had significant reaction to the screw with liquid accumulation. The liquid was collected for cultures, and the results are pending. The screw was removed. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Upon reassessment, zimmer biomet does not hold reporting responsibility for this part. The initial report was submitted in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon reassessment, zimmer biomet does not hold reporting responsibility for this part. The initial report was submitted in error and should be voided.